Event description:
A 2.5mm diameter by 18mm length s660 stent delivery system was inserted in an attempt to direct stent to a severly calcified lesion in the right coronary artery. It was not possible to track th stent completely across the entire lesion, therefore, the stent was pulled back in the coronary artery. Upon pulling the stent delivery system back in the artery, the stent dislodged from the delivery balloon when the stent caught on a bend in the artery. The dislodged stent was successfully snared and removed from the patient. The target lesion was subsequently treated with rotational atherectomy and the implant of another s660 stent. The patient was fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being pre-dilated likely contributed to the stent not completely crossing the target lesion. The bend in the coronary artery contributed to the stent dislodgement.